Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found a small piece of plastic tubular material returned inside the proximal end of the hub. The plastic tube appears to be part of an inflation device that was broken off and left in the hub; however, this cannot be confirmed and the presence of it could have not contributed to the inflation difficulty. After the tubular material was removed from the hub, an indeflator filled with water was used in an attempt to inflate the balloon but the balloon would not pressurize. After the catheter was left pressurized with warm water to dissolve the contrast in the inflation lumen, the balloon pressurized and fluid was observed leaking from a pinhole over the distal marker. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The rupture appeared to be on a fold/crease and longitudinal surface damage was observed at and leading to the edges of the rupture. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Additionally, the lesion was mildly calcified, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the calcified lesion such that the balloon ruptured upon inflation attempt at 8 atmospheres. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. The lot history records were reviewed for this lot and there were no non-conforming material records associated with this lot that could have contributed to the complaint. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild calcification. The 2.0 x 12 mm mini trek balloon was advanced and inflated at the lesion to 8 atmospheres (atm), two times, but the balloon would not inflate. Another mini trek balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.